Manufacturer narrative:
Visual examination confirms the inferior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic ex amination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue consistent with bend stress overload. Fracture appears have initiated at the base of the tang; the sharp corner may have acted as a stress riser. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. The above observations are consistent with insufficient vertebral endplate preparation, resulting in a bend stress overload condition and the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the inserter broke during use in a spinal surgical procedure at l2-l5. No patient injury was reported.